Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error was confirmed and replicated. System logs found the 319 error, indicating fault on the usm node not present axes controller, carriage (acc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards test was found to be failing on the rolling loop. Once testing was completed, the rolling loop was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to cable failure of the rolling loop in the usm. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the surgeon reported that after docking, a 319 error occurred on universal surgical manipulator (usm2). System logs confirmed the 319 error. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended repositioning usm2 and attempting fault recovery or performing a hard reboot. Two hard reboots were performed; however, the error recurred after power-up. The tse then advised attempting an additional hard reboot, disabling usm2 and proceeding with usm1, usm3, and usm4, or obtaining another patient side cart (psc) from a different system. The surgeon indicated other systems were in use and preferred to proceed with all four arms. At this time, it is unknown how the procedure proceeded. No known impact or patient consequence was reported.